Manufacturer narrative:
Investigation summary: no mc330375 product samples, videos or photographs were returned for investigation. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
It was reported that, on an unknown date, a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock was found to have an occlusion during patient use. It was stated in the report that the product clogged pedi pall filters. There was no patient harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received